Event description:
The user facility reported that a physician "lost an 80cm wire in a patient" during a thrombectomy procedure. The user indicated in follow up communications that the event was not related to a product failure. Apparently, the physician was advancing the guide wire, was not aware they were close to the proximal end and pushed the entire device into the entry site. Reportedly, a cut down procedure was successfully performed to remove the device. The pt condition was listed as "fine."

Manufacturer narrative:
Involved device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to assessment of info provided by the user facility. Results - is based upon evaluation of user facility info. Conclusions - is based upon evaluation of user facility info. As stated, the user facility indicated in follow up communications that the event was not related to any defect or malfunction of the guidewire. This MFR medwatch report is being submitted because medical intervention was required to retrieve the device and prevent potential serious injury. The potential for this type of user error is not addressed in the device labeling. All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending, and follow-up.